Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the needle was broken on the patient end. This event occurred 4 times. The following information was provided by the initial reporter. The user's report is "the needle pe was broken and self-injection could not be done." This defect was observed in four products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the needle was broken on the patient end. This event occurred 4 times. The following information was provided by the initial reporter. The user's report is "the needle pe was broken and self-injection could not be done." This defect was observed in four products.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h10.